Event description:
The pt underwent a repair of a uterine prolapse. Post operatively, in 08/2004, the pt presented with vaginal discharge and rectal pain. On 8th day, the pt presented with excess discharge and odor, however exam showed normal healing. In about a week the pt presented with an apparent rectovaginal fistula with mesh erosion. The fistula was described as "pretty low", only about 3 cm from the introitus and lateral. In 09/2004 the surgeon brought the pt back to the or as an out-pt. Surgeon excised the posterior portion of the mesh and left the posterior straps and the rest of the mesh. Surgeon reports that the apical support was great at the time of the posterior mesh removal.